Event description:
It was reported that a revision surgery was performed due to a broken imhs-cp nail. No delay or additional injuries reported. Broken nail was replaced with a competitor device.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. The devices were manufactured in 2013. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that the reported painful and debilitating pseudoarthrosis/diagnosed subtrochanteric non-union was the contributing factor to the failed osteosynthesis /im nailing as the hardware is intended only as a temporary support during bony healing and not as a permanent weight-bearing replacement. The causal relationship between the continued non-union and the prosthesis cannot be concluded, although the continued weight-bearing activities in the presence of non-union and the reported history of bisphosphonate therapy for osteoporosis likely contributed to the ongoing issues. The differing medical opinions, diagnoses, and treatment modalities do not reflect a mal-performance of the smith and nephew implants. The patient impact beyond the reported persistent pain and subsequent revisions due to non-union cannot be concluded. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened. We consider this investigation closed.